Manufacturer narrative:
Based on the results of the investigation, the reported event was likely due to the plug unit not responding. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device investigation that the colonovideoscope had no image. There was no patient involvement.